Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: the product performs within specification, unable to duplicate ¿unable to prime¿ complaint. Black box shows no evidence of loss of prime, multiple consecutive persistent alarms on (B)(6) 2014. ¿ez-prime¿ steps were performed correctly, no warning or alarms occurred during the investigation. Unrelated to the complaint, the pump¿s cover was removed, moisture corrosion was found to the power pcb and to the fs circuit.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.